Event description:
It was reported during a repeat atrial flutter and atrial tachycardia ablation procedure, the pt developed 3rd degree heart block. The physician used the cool path catheter to ablate the cavotricuspid isthmus and part of the coronary sinus osteum. After approx 2 and 1/2 hours, the physician complained of poor catheter manipulation and increasing stiffness of the catheter. The cool path catheter was exchanged for a non-sjm catheter and transseptal puncture was performed to ablate at the septum of the left atrium. Upon ablation with the non-sjm catheter, the pt developed 3rd degree heart block. The non-sjm generator was set at 20-40 watts and irrigation at 30 ml/min. A temporary pacing wire was placed but the pt had an independent ventricular heart rate of 50 beats per minute, therefore pacing was not necessary. The pt's reportedly scheduled for permanent pacemaker implantation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.